Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that the cord caught on fire and melted the water tray, back cannister, and cord. Patient now doesn't have a functioning CPAP. Patient wants a replacement. Patient thought they would receive a replacement of the entire device and not just the front end. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that the cord caught on fire and melted the water tray, back cannister, and cord. Patient now doesn't have a functioning CPAP. Patient wants a replacement. Patient thought they would receive a replacement of the entire device and not just the front end. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, section box b: adverse event or product problem (describe event or problem) as the patient alleges that the cord caught on fire and melted the water tray, back cannister, and cord. Patient now doesn't have a functioning CPAP. Patient wants a replacement. Patient thought they would receive a replacement of the entire device and not just the front end. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action init, recall (z) number) have been corrected/updated.